Event description:
Noise seen on right ventricular (rv) lead on stored egms. Rep is going to do an in person check to try and reproduce the noise sensing issue: 607 short v-v intervals since (B)(6) 2023 12:32:28. Check for double counted r waves, lead fracture, or loose set screw. Unipolar pacing d/t bipolar threshold >2. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).